Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Device was post-sensed t-wave oversensing. The patient received inappropriate atp. Programming changes were made. No changes in the patient's condition were reported.